Event description:
This pt had a right total shoulder arthroplasty in 1995 and did well until a few months ago. He began having increasing pain with some loss of motion. He was admitted for a revision of this shoulder. Intraoperatively, scarring and foreign body reaction was noted. Also, small bone fragments were present. The humeral component was removed and replaced.